Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in smithfield london, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Heater cooler 3t system was functionally tested with no issue found. "Can" connector was also inspected and since it was found slightly loose, it was re-secured. Soldered connections on rear of the socket was also checked and found with no issue. The involved heater cooler was connected to another s5 system and no error message appeared on the devices. As a precautionary measure, contact cleaner was applied to the can socket. Subsequent functional verification testing (including cooling and heating systems of heater cooler) was completed without further issues. Most likely root cause of the reported event was poor connection to the remote cable which has been rectified by plugging and unplugging the cable. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that during procedure the water circulation in both circuits (cardioplegia and patient) of heater-cooler system 3t stopped; corresponding error message related to module failure was displayed on s5 system. Heater cooler 3t system was replaced and no further issues occurred. There was no patient injury.